Event description:
Angiocath #20 used as an arterial line. Upon removal catheter broke and required surgical intervention to retrieve the broken portion of the catheter from the (l) radial artery. Catheter inserted in 2001.